Manufacturer narrative:
(B)(4). Date sent: 06/04/2025 d4: batch # 217d14. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Partially fire was there any difficulty opening the device? No was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No how was the bleeding controlled? Suture sewing how much blood was lost (ml)? Unknown did the patient require a transfusion? No is the current patient status known? Discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets and with an open package. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 270d69; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 217d14, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the reload was fired less than 1/3 and then stopped. They could not open the jaw and noted bleeding. They used manual override to open the jaw eventually and used suture sewing to control bleeding and completed the surgery. There was no patient consequence nor surgical delay reported. No additional information provided.